Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one ponsky pull peg with retention dome detached, one star bolster, and one disengaged clamp was returned for evaluation. Gross visual and microscopic visual evaluation were performed for the returned device. The investigation is confirmed for the reported fracture and identified material separation issue, as the dome was received fractured from the feeding tube. The fracture appeared to be associated with the complete circumferential break noted at the distal end of the feeding tube. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) found that the product labeling was inadequate. H10: b5, g3 h11: h6 (device, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the approximately seven months post feeding device implant, the internal bumper allegedly detached. It was further reported that the internal bumper was removed using an endoscope. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one ponsky pull peg with retention dome detached, one star bolster, and one disengaged clamp were returned for evaluation. Gross visual and microscopic visual evaluation were performed for the returned device. The investigation is confirmed for the reported material separation and identified loss of or failure to bond issues, as the dome was received separated from the feeding tube. Further, the investigation is also confirmed for the identified fracture issue as a fracture was noted at the proximal end of the dome migrating toward the distal end of the dome. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) found that the product labeling was inadequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the approximately seven months post feeding device implant, the internal bumper allegedly detached. It was further reported that the internal bumper was removed using an endoscope. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the post feeding device implant, the internal bumper allegedly detached. It was further reported that the internal bumper was removed using an endoscope. There was no reported patient injury.